Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to deliver insulin in pump. Customer's blood glucose level was 225 mg/dl. Upon follow-up it was reported that the issue resolved and troubleshooting with tandem technical support was declined. No further information was obtained.